Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received analyzer alarms which caused the sample racks to be held at the input buffer. After the customer resolved the issue, the racks were loaded on the analyzer and were tested. The customer received questionable ion selective electrode (ise) results for two patient samples. The samples were repeated on another cobas c501 analyzer. Patient 1 initial sodium result was 156 mmol/l and the repeat result was 139 mmol/l. Patient 2 initial sodium result was 150 mmol/l and the repeat result was 135 mmol/l. Initial chloride result was 111.7 mmol/l and the repeat result was 100 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found the issue was due to the samples sitting for a long time unnoticed after the analyzer had stopped due to the alarms. When the instrument was restarted, an error occurred and the sample racks needed to be cleared manually. He determined the analyzer was operating ok. The customer calibrations and qc were good.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.